Event description:
The account stated that the architect c8000 analyzer is generating erratic calcium results on a pt sample. The initial result tested 20.8 along with error code 3002 (unable to process test, liquid not found for reagent 1 pipettor at position d17). The initial result triggered the configured retest results and the result was 9.9 (units of measurement was not provided). The account is concerned because a result was generated with an error code. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.